Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was further reported that the lead was dislodged.

Event description:
It was reported that one week post implant of the right ventricular (rv) lead, the patient was symptomatic with dizziness. It was found that there was exit block manifested as high capture threshold with noncapture. The lead was repositioned, however two locations were attempted before adequate sensing and pacing thresholds were obtained. The lead remains in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.